Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a 9" (23 cm) appx 0.77 ml, pressure infusion (400psig) ext set w/remv microclave¿ clear, clave¿ clear, clamp, rotating luer generated a leak during patient use. The report stated that they are claiming that when drawing blood, they noticed that blood squirts out from the proximal removable microclave when disconnected. There was no patient harm reported.